Manufacturer narrative:
The affected devices have been received and the investigation is pending. A follow up report will be submitted with results when the investigation is complete.

Event description:
The customer reported that a 250ml primary infusion of heparin was programmed to infuse at 10ml/h for 24 hours however the infusion completed in less than 1 hour. The patient was given an unspecified reversal agent and was transferred to the ICU for observation.

Manufacturer narrative:
(B)(4). The customer¿s report of a heparin overinfusion was not confirmed. Analysis of the pcu event log shows that at 1:23 pm on (B)(6) 2016 the device was programmed to infuse heparin 25000 unit in 250 ml at a rate of 10 ml/hr . There were several patient side occlusion alarms with the device being paused, restarted, and/or reprogrammed multiple times. The infusion continued until 2:31 pm when the device was channeled off for the last time. The volume recorded as being infused during this period was 8.11 ml. Functional testing was performed and found the device to be delivering fluid within specification. However, physical inspection noted a broken platen post at the top hinge which can cause intermittent unregulated flow depending on how the platen sits when the door is closed. The probable cause of the reported heparin overinfusion is the platen post having broken at the top hinge. The cause of the breakage is unknown.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "rn initiated heparin drip (10cc/hr) for patient. Alaris pump dispensed entire bag of medication to patient. Laboratory tests confirm elevated partial thromboplastin time (ptt)."